Event description:
It was reported to philips that the internal paddle during surgery did not deliver the shock. Device was in clinical use but no reported adverse event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.